Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had been dead for ¿about 5 years.¿ the patient stated that when he was implanted in 2005, he was told that it should last 3-5 years, but it had only lasted ¿about one year.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3487a-33, lot# j0343654v, implanted: (B)(6) 2003, product type: lead. Product ID: 3487a-33, lot# j0343654v, implanted: (B)(6) 2003, product type: lead. (B)(4).